Event description:
Veress needle was inserted in the left upper quadrant and 5 mm trocar placed here. With that visualization, the mesh showed some element of omentum attached to the mesh. The superior left quadrant had pulled away from the peritoneum. There is a small hernia defect here. The mesh here was probably about 6 to 7 cm radial diameter that was still quite adherent, it was a coated mesh polypropylene. Additional trocars were placed, 1 in the left lower quadrant and then later a second trocar in the right midline. Using this trocar arrangement, we cleared omentum initially from the mesh underneath it, finding no evidence of bleeding and the small bowel was not adherent to this. We then freed the mesh itself from the anterior abdominal wall. This required additional trocars. There was a lot of tension placed on this with the use of a grasping forceps, prestige forceps. In the process of doing this, one of the graspers slipped from the tissue under tension and with that, broke across the jaws of the instrument, one of the opposing jaws was no longer attached to the instrument. Immediate survey of the anterior abdominal compartment into the pelvis showed no foreign body. At this point, we went ahead and continued to work to remove the mesh and then in doing so, that placed in right mid abdomen. At this point, I then obtained fluoroscopy and under dynamic fluoroscopy tried to find the foreign body. It was within the right upper quadrant and posterior to the liver. This could not be visualized directly. I could use fluoroscopy and manipulate it slightly using irrigation. We changed to a 12 mm trocar in the right mid abdomen and with that, irrigated further posterior to the liver. We banked the patient in multiple positions and really never got it to budge a whole lot. In this particular anatomic location, placing the patient in a new position and then using mobilization of the liver itself would be required to remove this safely. It was so high and medial within the abdomen it approximated the superior diaphragmatic recess near the retrohepatic cava. Concerned about the safety of the patient in this ambulatory setting, we aborted trying to get this out further. Postop plans made for imaging studies and further surgery to remove this. CT scan performed. Returned to surgery for laparoscopic removal of retained foreign body. Specimens: metallic opposing jaw from laparoscopic grasper. Procedure findings: fb (foreign body) pelvis, 2 area of early visceral apposition to mesh, gaps ( < 1cm at 5 and 2 oclock w tacker).